Event description:
It was reported that the patient presented in clinic complaining of feeling palpitations at night. Upon interrogation, the atrial lead exhibited noise causing auto mode switch episodes. The noise was reproducible with arm movements. No intervention was reported.

Event description:
New information states that the atrial lead continued to exhibit noise. On (B)(6) 2016 during a device change out the lead was capped, a lead was implanted on (B)(6) 2016.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.